Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above 500 mg/dl with high level of dangerous/life threatening ketones present. The customer contacted the health care provider who provided the customer with a backup pump. The customer delivered a bolus to stabilize bg level. Reportedly, the customer got a respiratory virus and could not keep bg's to target range. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.